Event description:
It was reported that the patient had progressive cervical myelopathy with markedly altered gait, inability to use arms and legs in the last couple of weeks. He was seen in the e.r. And MRI scan revealed a large herniated disk. He had a progressive cervical myelopathy and he was brought into surgery as soon as possible. A large herniated disk was found at the time of surgery. On (B)(6) 2005 the patient underwent anterior cervical discectomy, c6-7 interspace, bilateral foraminotomies, c6-7, structural allograft c6-7 interspace for interbody fusion and anterior plating cervical spine c6-7 with a zephir 30.0-mm plate to treat cervical herniated nucleus pulposus, c6-7, with cervical myelopathy. Postoperative diagnosis had findings of extruded disk in spinal canal. Patient tolerated the procedure well. On (B)(6) 2006 patient was seen for follow-up after acdf c6-7. There is some persistent proximal leg weakness and the left hand is weaker than the right, but overall he has improved. Cervical x-rays taken does not fully visualize the lower part of the plate, but the upper and midsection look good. On (B)(6) 2006 patient was seen for follow-up. He continues to improve following cervical cord decompression. His myelopathy is greatly improved. Patient had a new problem of back pain. Patient reports that he crushed his pelvis 35 years ago (at age (B)(6)) and has had back pain off and on since then. This has been aggravated recently. Impression was musculoskeletal low back pain. Plan was to have lumbar epidural steroid injection. On (B)(6) 2008, patient was seen with complaint of numbness in bilateral legs on (B)(6) 2009, patient was seen with complaint of lower back pain (from ddd) going into hips and bilateral legs, numbness bilateral feet. On (B)(6) 2009, patient was seen for complaint of recurrent back pain and left leg pain. He also reports having numbness of his hands and feet, and loss of strength in his arms. His symptoms have been progressively worse over the past four weeks. On (B)(6) 2009 patient presented with numbness of left leg and arm. CT myelogram of cervical spine and lumbar spine was performed. Impression: previous fusion at c6 and c7 is not solid across the disc space, especially along inferior c6 endplate. This finding may represent pseudoarthrosis. Uncinate spurring, asymmetric to the left is present at c6-7 level producing moderate left foraminal stenosis. Exiting left c7 nerve root may be contacted. Mild to moderate multilevel stenosis involving c3-4 through c5-6 levels due to disc bulges/protrusions and ligamentum flavum hypertrophy. Borderline central stenosis present at c6-7 level effusion. Anterior listhesis of l3 on l4. Moderate central and lateral recess stenosis is present at this level, which contacts the descending l4 nerve roots bilaterally, slightly greater on the left. Mild to moderate multilevel central stenosis also present at the l1-2, l2-3, and l4-5 levels. L4-5 lateral recess stenosis also present without definite descending l5 nerve root impingement. On (B)(6) 2009, patient was seen for follow-up. The lumbar myelogram reveals a high-grade stenosis, l3-4, with a degenerative spondylolisthesis with movement on lateral flexion/extension views. Impression: lumbar ddd with disk herniation and spondylolisthesis l3-4, with significant stenosis and instability; back and bilateral leg pain. On (B)(6) 2009, patient was seen for increased weakness in his hand. The emg/ncv study confirms a tardy ulnar palsy, left elbow. Plan to perform a left ulnar nerve transposition after completing the laminectomy and fusion with internal fixation. It was reported that the patient has long-standing low back pain, bilateral radicular pain with high-grade stenosis at l3-4 and some degree of degenerative spondylolisthesis at l3-4. He had extensive conservative treatment, including time, rest, and epidural steroid injections, and nothing really solved the pain. He also had a left tardy ulnar palsy. On (B)(6) 2009 the patient underwent lumbar total decompressive laminectomy at l3-4, bilateral foraminotomies, l3-4, excision, herniated nucleus pulposus at l3-4 bilaterally, tlif with a 10 x 26-mm peek cage with infuse and autologous bone inserted at l3-4 on the left side, pedicle screw fixation, l3-4 bilaterally with the globus beacon system, transverse process fusion bilaterally at l3-4 with infuse and autologous bone, anterior transposition of the left ulnar nerve with elbow to treat lumbar degenerative spondylolisthesis, l3-4, with bilateral radiculopathy and mechanical back pain, left tardy ulnar nerve palsy. Patient tolerated all the procedures very well. On (B)(6) 2009, patient was seen for post-op follow-up. He reports no leg pain. Lumbar x-ray show good post-operative results. He has some dysthesias in the ulnar area of the left hand. On (B)(6) 2009, patient was told over the phone that his emg (date unknown) confirms carpal tunnel syndrome. Wrist splint was recommended. On (B)(6) 2009, patient was seen for follow-up following laminectomy and fusion with internal fixation. He has only low back pain and no leg pain. Lumbar spine x-rays reveal excellent postop results. On (B)(6) 2010, patient was seen for complaint of low back pain without leg pain. He is s/p lumbar fixation l4-5, in 2009. He also complains of persistent numbness in the shoulder and arm, noting that he has had a problem with cervical myelopathy in the past. His myelopathic symptoms never totally cleared after surgery, but he improved. Lumbar spine x-ray show solid fusion, l4-5. Impression is that patient is having musculoskeletal pain, recommendation was a lumbar epidural steroid injection. On (B)(6) 2010, patient has complaint of persistent lue radicular pain that is intractable. Cervical MRI reveals solid fusion c6-7; however, he has developed disease at c5-6, the level above his prior surgery, with bilateral neural foraminal encroachment ¿ left more than right ¿ secondary to cervical spondylosis. Impression: patient has cervical spondylosis c5-6 with radiculopathy affecting the lue. Patient had a lumbar epidural steroid injection at l5-s1 on (B)(6) 2010. It was reported the patient had intractable left upper extremity radicular pain with an abnormal MRI scan and ultimate failure to respond to conservation treatment. He had prior surgery at c6-7 and did well over the years. On 9/15/2010 the patient underwent anterior cervical exploration, removal of prior plating system at c6-7, anterior cervical discectomy, c5-6 interspace, bilateral foraminotomies, c5-6 interspace, anterior plating, c5-6 interspace with a globus vip plate to treat cervical spondylosis with cervical herniated nucleus pulposus c5-6 with cervical radiculopathy. Patient tolerated the procedure very well. On (B)(6) 2010, patient was seen for follow-up. He has some residual neck and arm pain, but this is overall improved. Cervical x-ray looks good. Patient was given a brief course of prednisone. On (B)(6) 2010, patient was seen for follow-up. He is slowly improving following acdf. He has some residual numbness in the arm. On (B)(6) 2010, patient was seen with a new complaint of right anterior leg pain. He has not had leg pain since his laminectomy and fixation, done over a year and a half ago. Patient developed recurrent radicular pain rle. On (B)(6) 2010, patient was seen for complaint of right lower extremity pain. He states that his leg gives way and he has fallen a couple of times. His back and ble pain is severe. Lumbar MRI scan reveals excellent postop results at l3-4; however, he has severe stenosis with bilateral root compression at l2-3. Impression is lumbar stenosis l2-3 with bilateral radiculopathy. This is certainly the etiology of his leg pain and motor weakness. It was reported that the patient had bilateral leg pain, left more than right upper lumbar distribution. Previously had lumbar fixation a couple of years ago at l3-4 and did very well until recently developed pretty severe stenosis and herniated disk at l2-3, the level above the fusion. Patient failed conservative treatment. On (B)(6) 2011 the patient underwent lumbar re-exploration surgery, removal of pedicle screw at l4 bilaterally, lumbar decompressive laminectomy, l2-3, medial facetectomy and foraminotomy, l2-3, excision of hernia nucleus pulposus, l2-3 right side, tlif with a 10 x 26 mm peek cage with infuse and autologous bone inserted l2-3 right side, pedicle screw fixation, l2-3 bilaterally with the globus beacon system, transverse process fusion l2-3 bilaterally with autologous bone and infuse to treat lumbar stenosis with lumbar herniated nucleus pulposus, mechanical back pain, radiculopathy l2-3 status post prior lumbar fixation at l3-4. Patient tolerated the procedure well. On (B)(6) 2011, patient was seen and had complaint of right knee pain resulted from a fall. Right knee x-ray was planned; however, record did not show whether this was done. On (B)(6) 2011, patient had a follow-up visit. His leg pain has resolved. He has back pain only. X-ray of lumbar spine reveals good postop results on (B)(6) 2011, patient had a follow-up visit. Lumbar spine x-rays look good, transverse process fusion is developing nicely. Impression: excellent status overall following laminectomy and fusion with internal fixation. On (B)(6) 2012, per records, patient was seen for motor vehicle accident (date of accident (B)(6) 2012). Patient was riding a bike, fell off the bike and complained of left shoulder pain, right leg pain, broken nose, right wrist pain. X-rays were taken for left shoulder showed no fracture and x-ray of the right knee showed no fracture, facial/neck CT for fracture of the nasal bone. CT (head / maxillofacial) done on (B)(6) 2012 showed no finding of acute intracranial process. Minimally displaced nasal bone fractures. On (B)(6) 2012, patient was seen for mva (date of accident (B)(6) 2012). Patient has right leg pain (inner thigh), nose pain (hard to breathe at night), wrist is better, left shoulder pain. On (B)(6) 2013, patient was seen for motor vehicle accident (date of accident (B)(6) 2012): pain in low back and right inner thigh, muscles tight in the low back, shoulder improved, occasional pain from nasal bone fracture on (B)(6) 2013 patient was seen for motor vehicle accident, (date of accident (B)(6) 2012). Patient has pressure in the low back, pain going into the right leg, having problems sleeping.

Manufacturer narrative:
(B)(6). (B)(4).